Event description:
It was reported that the right ventricular (rv) lead helix was extended prior to use, right out of the package. The physician had to retract the helix before implanting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).